Manufacturer narrative:
Device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was moisture observed inside the battery compartment. The battery compartment was noted to be cracked above and below the bumper pad. A leak test was performed, resulting in a leak at the battery compartment. The pump was opened for investigation and did not reveal any further moisture ingress inside the pump. Unable to review the history during investigation due to moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; damaged battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).